Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction failed water leak test was due to a crack on the rear cover holder and the grinding noise at the coupler was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the camera head to the service center for evaluation related to a separate issue. During testing, the service center identified the device had grinding noise at the coupler and failed the water leak test. There was no patient involvement.